Manufacturer narrative:
As the product was not kept for return to the manufacturer, no firm conclusions can be drawn. In situ observation was conducted and audits of usage in the facility were conducted. Based on the description of this failure (i.e. Pre-usage test was not successful even after replacing batteries), either damage to pad or transmitter cables had occurred, or an incorrect transmitter was associated with the device - both possibilities were seen during facility usage audits. System user guide contains the following statements that, if observed, may have prevented this occurrence: "use care when connecting the bed-check transmitter and sensormat pads. Gently remove or connect cords. Pulling on cords may damage them and/or result in system failure." & "test the bed-check monitor and sensormat pad before each use and inspect the cords and pads for signs of damage. Replace any components with signs of wear or damage immediately." Facility did not quarantine, no return.

Event description:
From user facility report: "bed check not working. Batteries were replaced, bed check and box re-married without resolution. Removed from service."